Event description:
On (B)(6) 2011: customer reports via phone that no fluoro failure occurred during an unk procedure, pt age and gender unk. Customer used c-arm to complete procedure. No pt injuries to report.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.